Manufacturer narrative:
The CPR stat padz electrodes were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The electrodes were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.